Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent inaccurate fill estimate gauge readings occurred. Additionally, it was reported that the pump was not properly delivering boluses and that the pump alerts were not annunciating. Customer's blood glucose level ranged between 200-600 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.